Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the needle did not fully retract upon removal. This led to a clinician finger stick. The available information did not indicate whether treatment was provided (e.g. Tetanus, stitches, or anti-virals). No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Three deltec gripper plus needles were returned for analysis in unused conditions. The samples were visually inspected with no discrepancies found. The manufacturing process was reviewed; no discrepancies noted. The base assembly operation, the bin holding, inspection of components and the process hinge activation tests were all reviewed; no discrepancies. Hinge activation testing was performed on four units from production floor; no observed discrepancies found. The production floor was inspected along with 32 units from the floor; no discrepancies found. Based on the evidence, there was no fault found as the complaint was not confirmed.